Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing thresholds on this right atrial (ra) lead had increased significantly since implant. This lead has historically had loss of atrial capture. It was noted that the patient has tetralogy of fallot. The caller also had questions on rates displayed in the histograms. Boston scientific technical services (ts) discussed this was due to normal device timing as undersensing was occurring. The lead was explanted and replaced. The device and right ventricular (rv) lead were also replaced at this time. No additional adverse patient effects were reported.